Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Section h6: health effect - clinical code was mentioned as 4582 - no clinical signs, symptoms or conditions. However, it belongs to code 2271 - therapeutic response decreased. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Show less.

Event description:
It was reported that preloaded intraocular lens (iol) was explanted during secondary surgery as the patient was dissatisfied with visual acuity and exchanged with another iol. No other information is available.